Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a steady increase in the right ventricular (rv) lead impedance had exceeded the set alert limit. The lead remains in use. No patient complications have been reported as a result of this event.